Event description:
Clinician called to report the screw and abutment fractured at hex in an implant. Unable to disengage hex portion of abutment from implant. Patient was provided a temporary and will return to have fractured pieces removed asap.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Per investigation the abutment was not fractured at the hex, but at the top.

Manufacturer narrative:
This report is being submitted to report additional information. B5: event description. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one unknown titanium zirconia abutment biomet for evaluation. Visual evaluation / functional test was performed, there was sign of use. A fracture was identified around abutment top. Hex is not fractured. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown titanium zirconia abutment biomet is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was occlusal forces. Therefore, based on the available information, a device malfunction did occur. The abutment was fractured at the top not at the hex. The reported event was confirmed; however, the abutment was not fractured at the hex. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.